Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an intermittent video loss issue. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found the bad ethernet to dvi on dvi 3 on the flexvision causing the monitor to turn red. To resolve the issue, fse replaced dvi video splitter module and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an intermittent video loss issue. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.